Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t:lock connector separated from the cartridge tubing. Reportedly, the customer let the pump sit in the belt and the pump may have been hanging from the belt. There was no reported impact to the customer's blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.